Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the cause of the annular rupture appears to be severe calcification of the native valve and aortic root. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure.

Event description:
After deployment of a 26 sapien 3 valve, the patient became hypotensive and did not respond to pressors or volume. CPR was initiated and the patient was immediately intubated and a tee probe was advanced and the patient was placed on bypass. An aortic root shot revealed evidence of rupture and pericardiocentesis was performed. Once the patient was placed on bypass, an open procedure was performed to explore origin of rupture. It was noted that there was a hole in the left coronary cusp, below the left main, which may have been created from calcium in the cusp. The patient remained stable throughout the procedure. The valve was explanted and a surgical valve was implanted. Of last communication, the patient will be discharged. The native annulus diameter measured 21.9mm x 27.6mm with an area of 457mm2 by CT. The native annulus, leaflet and aortic root were severely calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.